Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial signals and increased shock impedance measurements up to approximately 100 ohms. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed no history of oversensing on the rv channel. A chest xray was performed and the lead coil appeared to be at the valve, and it was suspected that the lead had moved slightly to cause the oversensing. The sensitivity was reprogrammed and the patient was to see the electrophysiologist for further discussion. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial signals and increased shock impedance measurements up to approximately 100 ohms. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed no history of oversensing on the rv channel. A chest xray was performed and the lead coil appeared to be at the valve, and it was suspected that the lead had moved slightly to cause the oversensing. The sensitivity was reprogrammed and the patient was to see the electrophysiologist for further discussion. No adverse patient effects were reported. The lead remains in service. Additional information received reported that the lead was later explanted and replaced. No additional adverse patient effects were reported.